Event description:
It has been reported to philips that the allura xper fd10/10 system started at 0:00 minutes, but then the system startup stopped. Two device reboots were performed, but the device was not returned to functionality. The system was not in clinical use and no harm has been reported, however, the scheduled procedure was cancelled.

Manufacturer narrative:
(B)(6) 2023 final report: philips has investigated this complaint. According to the additional information collected, the system was in not clinical use when the issue was identified. The philips remote service engineer (rse) called and confirmed with customer that system was not starting. Rse advised to restart the system twice without success and scheduled a fse visit. The review of system log file showed the issue was malfunctioning grabber cards. The philips field service engineer (fse) confirmed that the computer controlling flex vision was malfunctioning and replaced entire computer casing. The system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.